Event description:
This serious initial case ((B)(4)) was received by tedec-meiji farma on jul 18, 2018 from (B)(6). This is a report based on the information obtained from a physician in a literature. Chooi yj, et.al.. Synovial chondromatosis of the knee post intra-articular injection. The 48th malaysian orthopaedic association annual scientific meeting / annual general meeting; -; 2018. A 58 years old lady presented to us with worsening pain over her right knee. She gave a history prp + hyaluronic acid injection on sept 2017 followed by worsening of symptoms. Examination noted her right knee rom is 0-105° both active and passive. Radiographic examination noted multiple chondromatosis. She is planned for arthroscopic debridement. For more details on this case, refer to the literature. Relatedness of drug to reaction(s): medicinal product: adant intra-articular injection 25 mg - drug reaction assess: synovial chondromatosis - source of assessment: tedec-meiji farma - method of assessment: karch-lasagna algorithm (amended) - causality assessment: possible medicinal product: adant intra-articular injection 25 mg - action taken with drug: unknown therapy dates from sept/2017 to ni unknown. Sender's comment: tedec-meiji farma's comment: considering the temporality, the causal role of sodium hyaluronate in the event developed cannot be excluded as well as the prp (platelet rich plasma) administered as discussed in the literature. Concomitant medical products and therapy dates (exclude treatment of event). Route: intra-articular. Start date: (B)(6) 2017.